Event description:
It was reported that the auxiliary outlet allegedly malfunctioned due to a damaged circuit breaker. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.